Event description:
It was reported that the right atrial (ra) lead was explanted due to a clavicular crush. An x-ray showed the lead body was broken near the terminal pin. High impedance greater than 3000 was also noted. Another ra lead was implanted successfully. There are no adverse patient effects reported. The lead will not be returned.

Manufacturer narrative:
Should additional information become available, this report will be updated.